Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2024, the patient was on the couch around 6:00pm. The patient's wife noted that the patient was not responding and was passed out so she took his pump from his pocket and saw that there was signal loss. She checked his finger stick reading and it was 42 mg/dl she called paramedics and they arrived in 10 minutes. Paramedics checked the patient's bg and it was 42 mg/dl. They treated him with 2 x oral glucose gel (15g each). During this time, signal had returned. After 25 minutes, his bg went to 70 mg/dl and rising. The patient recovered and paramedics left. During the event, the patient was passed out for 40 minutes. It was reported that the signal loss occurred for 3-4 hours. At the time of the report, the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.